Event description:
It was reported that externalized conductors were observed on the lead. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.